Event description:
After 6+ months of implantation, this ICD was explanted and returned because it was reported that the device would not interrogate during a follow-up interrogation. In addition, there was no magnet response.